Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: physician had to use the via-27 catheter in order to insert the web device in a ruptured aneurysm. Everything went very well arriving into the aneurysm. Sack wasn¿t challenging. It was at the pcom. The web was not able to exit the catheter. The very last bend in the catheter prior to getting into the aneurysm sack was too acute, preventing the web from being deployed. The physician attempted to deploy the web and in doing so advanced the via-27 microcatheter within the sack, causing another rupture during the treatment. The web device was removed in one unit; the web inside the via 27. Patient was coiled and everything went well clinically. The 2nd ruptured aneurysm was finally treated with coils and procedure completed. Patient is doing clinically well. No further incident information or clarification has been received.

Manufacturer narrative:
Investigation conclusion: seven radiographic images were provided for review. They show a microcatheter positioned inside the reported pcom aneurysm with a web device advanced to a point midway between the ophthalmic artery and the neck of the aneurysm. A small amount of contrast extravasation can be seen posterior to the aneurysm, which is consistent with the rupture described in the reported event. The investigation of the returned devices identified no visible kinks or damage to the via microcatheter. However, the web device exhibited several kinks on the hypotube and at the proximal connector. Resistance was observed during advancement of the web through the via microcatheter during the investigation, which is consistent with the damage found on the web device. The physical evaluation of the web device could not identify the conditions or circumstances that led to the kinks on the delivery system, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength.

Event description:
No new incident information was received, however the device was returned and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been received, its location is unknown at this time. Procedure/medical information review: imaging review, (B)(6): seven radiographic images are submitted for review. They are not labeled with time or date. (B)(6) reporter provided image 1: ica dsa, subtracted, with contrast. This image and the following are not labeled as to side, so it cannot be determined whether this is the right or left ica. There is an oblong pcom aneurysm. (B)(6) reporter provided image 2: flat plate axial imaging of the ica. The pcom is again demonstrated. Measurements were taken: neck: 3.7mm, width: 7.2mm, depth: 7.2mm. (B)(6) reporter provided image 3: lateral ica dsa, subtracted, with contrast. A guiding catheter is seen with its tip and the distal cavernous ica, just below the ophthalmic artery. A via microcatheter has been positioned inside the pcom aneurysm. A web device can be seen inside the via catheter, at the anterior genu of the ica siphon. (B)(6) reporter provided image 4: single-shot unsubtracted lateral radiograph, no contrast, labeled ¿position of the web, where it got stuck¿. No change from image 3, except the distal marker of the web has been advanced to a point situated midway between the ophthalmic artery and the neck of the aneurysm. (B)(6) reporter provided image 5: same as above, except a small amount of contrast can be seen in the aneurysm. (B)(6) reporter provided image 6: lateral ica dsa, subtracted, with contrast, late arterial phase, labeled ¿rupture¿. The via microcatheter is located superiorly in the aneurysm, in its mid-portion. A small amount of contrast extravasation can be seen posterior to the aneurysm. (B)(6) reporter provided image 7: lateral ica dsa, subtracted, with contrast, arterial phase. The aneurysm has been treated with coils. The coil pack is good throughout the aneurysm, except at the neck, where the pack is quite loose. No extravasation of contrast is seen. A little bit of contrast can be seen within the coils in the body of the aneurysm, and more so at the neck of the aneurysm. The via microcatheter and distal access catheter have been removed. Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, vascular thrombosis and neurological deficits including stroke and death. Warnings ¿ never advance or withdraw a device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. ¿ when injecting contrast for angiography, ensure the catheter is not kinked or occluded. ¿ do not exceed 300 psi maximum recommended infusion pressure. Excess pressure may result in catheter damage or patient injury. ¿ steam shaping may result in improper device delivery and deployment, depending on the degree of shaping and catheter deflection during device delivery. ¿ using the via microcatheter with guide catheters smaller than what is recommended (see compatability table above) may result in damaging the hydrophilic coating. Precautions ¿ the via microcatheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. ¿ the operator should be aware that microcatheters, in distal blood vessels, may increase the risk of thromboemboli. Procedure catheterization of the lesion 5. Prepare an appropriately sized guidewire and insert into the microcatheter per the manufacturer¿s instructions. 6. Introduce the guidewire and microcatheter as a unit into the guiding catheter until the distal tip of the guide catheter has been reached. Alternatively advance the guidewire and microcatheter until the desired site has been reached. Verify catheter position using fluoroscopy. 7. After the microcatheter has been positioned inside the lesion, remove the guidewire. 8. Flush the ID of the microcatheter with sterile flush solution by attaching a syringe to the catheter hub 9. Attach a second rhv to the hub of the microcatheter. Attach a one-way stopcock to the sidearm of the second rhv and connect the flush solution line to the stopcock. 10. Open the stopcock to allow flush through the microcatheter with sterile flush solution. Investigation conclusion: seven radiographic images were provided for review. They show a microcatheter positioned inside the reported pcom aneurysm with a web device advanced to a point midway between the ophthalmic artery and the neck of the aneurysm. A small amount of contrast extravasation can be seen posterior to the aneurysm, which is consistent with the rupture described in the reported event. However, the images do not explain why the web allegedly encountered resistance in the distal end of the microcatheter.

Event description:
No further incident information or clarification has been received. Please see h6 and h11.